Event description:
It was reported that the patient presented to the emergency room with two inappropriate shocks caused by noise. It was noted on x-ray that there was a clavicular crush, and pacing impedance was high, at greater than 2000 ohms. Additional information was later received reporting that there was oversensing. The lead was partially explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: distal conductor fractured; partial lead in segments returned. It was reported that the patient presented to the emergency room with two inappropriate shocks caused by noise. It was noted on x-ray that there was a clavicular crush, and pacing impedance was high, at greater than 2000 ohms. Additional information was later received reporting that there was oversensing. The lead was partially explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, interference, lead(s), fracture of, oversensing, shock, inappropriate.